Manufacturer narrative:
The sample has not been returned to for evaluation. The log file has not been provided. Without the log file, the root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the suction broke after the first pass. Treatment was completed with second barcode. Additional information received states that the suction loss occurred after the laser fired. The procedure was completed with no patient harm.